Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found a defective downstream occlusion (dso) sensor. The dso sensor was replaced to resolve this issue.

Event description:
It was reported that the device was beeping an alarm constantly. It is unknown if there was patient involvement. No patient harm/adverse event was reported.